Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the wire at the distal end was stuck or broken and could not be turned. The issue occurred during a diagnostic colonoscopy involving an olympus colonovideoscope. The procedure was completed using the same device. There was a reported delay, and no patient injury was reported.